Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that a radial tear in the anterior capsule was discovered during cataract extraction. The tear extended around the capsule to the posterior side and, an anterior vitrectomy was done. The surgeon reported a free floating capsulotomy. The cause of the radial tear is unk, "in the surgeon's opinion there was an unk problem that day with the laser." Additional information has been requested.